Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the fill estimate was inaccurate. Reportedly, the cartridge was leaking. Reportedly, the customer loaded a new cartridge to address the issue. Customer's blood glucose level ranged between 400 to less than 500 mg/dl. The customer continued using the pump for insulin therapy.